Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the xience pro everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with unstable angina. The procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, mild calcification and 90% stenosis. A 2.5x18mm xience pro rx stent delivery system (sds) was advanced toward the target lesion, the stent was deployed and the patient became symptomatic with myocardial infarction (mi) and segment elevation (st). Stent thrombosis was noted via angiography. The patients symptoms were treated via rescue angioplasty with a 2x10mm unspecified balloon catheter. A 2.75x23mm xience pro sds was advanced and could not cross the lesion due to the anatomy so a 2.5x15mm xience pro stent was used to treat the stent thrombosis. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.